Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it passed. The receiver log was downloaded and reviewed. During the log review, no user shutdown and but err67 was found in the log within the investigation window. The receiver functional test was performed and passed all the relevant testing. The reported event that the receiver ceased to function was confirmed. The root cause could not be determined.